Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 114: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
On (B)(6) 2018, the patient experienced debilitating hypoglycemia and was found unconscious. It was reported that the patient's blood glucose (bg) levels had fallen to 1.1 mmol/l (19.8 mg/dl). The patient was admitted to the hospital where her bg levels were monitored hourly and treated through insulin drip and manual insulin injections. The patient's mother believes the personal diabetes manager (pdm) was suggesting bolus corrections when it was unnecessary. The pdm will be replaced. It should also be noted the patient 's mother reported her daughter was currently not responding well to therapy and is non-compliant.

Manufacturer narrative:
The suggested bolus is based on the carbohydrate (carb) count reported by the user. It could not be determined how many carbs the user had consumed prior to bolus. No problems were found with the suggested bolus calculation from the pdm based on the number of carbs reported by the user.